Manufacturer narrative:
The product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A pharmacy personnel reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol became unstable. It was then noted that haptic was broken. The iol was removed during the initial procedure. The patient will return for iol implantation in the future as there was not a similar lens available to implant. Additional information was provided by the initial reporter that when iol was implanted and accommodated inside the eye, when rotating it, it became unstable, and, when checked, it was noticed that haptic is broken.